Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. (B)(4) no anomalies found. Full lead returned and analyzed. Additional observations of defib conductor distorted, several conductors blood/body fluid (not obstructed), inner tubing kinked/buckled, outer tubing overlay melted, all insulators breached cut, outer insulation cosmetic depression, apparent explant damage and blood in/on helix mechanism (sleeve head) and in/on helix mechanism. Analyst commented that helix will not extend at this time due to dried blood in a distal conductor preventing torque transfer when the is-1 pin is rotated. It cannot be determined at this time if this contributed to the inability of the helix to function correctly at the implant/explant attempt. (B)(4) distal conductor distorted. Full lead returned and analyzed. Additional observations of all conductors blood/body fluid (not obstructed), outer insulation cosmetic environmental stress cracking (esc) and outer insulation cosmetic depression.

Event description:
It was reported that during right atrial lead revision due the undersensing and low impedance, the connector pin of the right atrial lead "got stuck" in the header of the device. The connector pin was able to be removed. During the procedure, the right ventricular lead became dislodged. The entire system was explanted and not replaced due to access issues. A review of implant records indicates that the system was replaced four days later. No patient complications were reported as a result of this event.